Manufacturer narrative:
Additional, changed, and/or corrected data: b3.

Event description:
Healthcare professional reported right side "double capsule had formed around the silicone implant" and "clear seroma" discovered after opening the capsule. The device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 10/apr/2024.

Event description:
Healthcare professional reported right side "double capsule had formed around the silicone implant" and "clear seroma" discovered after opening the capsule. The device has been explanted and replaced.

Event description:
Healthcare professional reported right side "double capsule had formed around the silicone implant" and "clear seroma" discovered after opening the capsule. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device photo analysis: visual analysis of the photographs identified: seroma: unable to observe since it is not related to the device. Double capsule: unable to observe since it is not related to the device. Additional observations: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required as no manufacturing issues are observed. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma , and rupture.